Event description:
Customer reported receiving erratic readings on their adc meter. Customer reported receiving readings of 405 mg/dl and 105 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
This is an initial report. A follow-up report will be submitted once additional information is obtained. Note: the device manufacture date is unknown.